Event description:
It was reported that the implanted pump's flow rate had slowed down to .3 ml/day. When x-ray was performed in the o.r., it was discovered that the pump's connector was located in the pt's back and a kink was found in the catheter.